Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the pump was not 'flip-flopping' anymore since a mesh pouch was used when it was revised. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.